Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6949-65 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that during a routine device change-out, the left ventricular lead threshold was elevated. Repositioning was attempted, but the lead was firmly fixed and could not be moved. Another lead was going to be attempted, but a guidewire could not be inserted into the vessel. In consideration of the duration of the procedure and because there were no pacing issues noted with the chronic lead, it will be monitored and remains in use. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.